Event description:
Revision surgery - the patient has had multiple (5+) surgeries on his shoulder over the past twenty years. The surgery on (B)(6) 2014 was the revision of a failed competitor's shoulder. The patient's soft tissue was lax, causing dislocation. This surgery was performed to insert a larger glenosphere 44 +8 and a thicker poly to regain soft tissue tension. The range of motion looked great and the patient will be able to function.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 3 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was reported as a soft tissue becoming lax. There are no indications of a product or process issue affecting implant safety or effectiveness.